Manufacturer narrative:
Omit : c20 - no findings available. Additional information : imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the pump modules have iui connector issues. External inspection results: male iui pin 15 was damaged. The female iui showed evidence of green corrosion. Third party door latch assembly (latch, sear and spring) and pivot latch screw identified installed. On another device: male iui showed evidence of rib damage. Female iui connector damage to top left area. Outer, front bezel hinge shroud impact observed. This was observed by bd associate during their site visit. There was no patient involvement as this issue was observed during inspection of devices.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the pump modules have iui connector issues. External inspection results: male iui pin 15 was damaged. The female iui showed evidence of green corrosion. Third party door latch assembly (latch, sear and spring) and pivot latch screw identified installed. On another device: male iui showed evidence of rib damage. Female iui connector damage to top left area. Outer, front bezel hinge shroud impact observed. This was observed by bd associate during their site visit. There was no patient involvement as this issue was observed during inspection of devices.